Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. In addition to the insertion tube's peeling coat, other evaluation findings are as follows: water tightness was lost due to a cut on the connecting tube; the insulation resistance value did not meet the standard value due to damage on the connecting tube; the bending angle in the down direction did not meet the standard value due to wear of the angle wire; there was a crack on the bending section cover adhesive; and the universal cord was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the colonovideoscope had a clogged canal with seeds. Inspection and testing of the returned device found that there was a brownish foreign material in the connecting tube and the bending section rubber adhesive. There were no reports of patient harm associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to reprocessing that could not be conducted properly due to a leakage from the (up/down) u/d angulation knob. A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in cf-ez1500dl/I operation manual chapter 3 preparation and inspection. IFU states the preventative measures in cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.